Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported by the patient that the intermittent catheter was hurting. Also patient felt that this catheter was bigger in this order. The representative told the patient that both were same french size but since it was a diameter concern, the representative could send the samples of a 12 fr and see if that might feel better for them. Additionally the representative stated that if this continued, then they have to speak with their doctor about this catheter. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿operator error ¿. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The labeling review was not performed because labelling could not have prevented the reported failure. The device was not returned.

Event description:
It was reported by the patient that the intermittent catheter was hurting. Also patient felt that this catheter was bigger in this order. The representative told the patient that both were same french size but since it was a diameter concern, the representative could send the samples of a 12 fr and see if that might feel better for them. Additionally the representative stated that if this continued, then they have to speak with their doctor about this catheter. No medical intervention was reported.